Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced meal maladaptation while using the ilet bionic pancreas after switching to full bionic mode with a freestyle libre sensor, related to announcing ¿less¿ for meals and subsequently stopping meal announcements, which constituted an improper procedure involving the user interface; the user reported going low after meals but never below 80 mg/dl. Symptoms included no clinical signs, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to incorrect meal announcement procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. The user was educated regarding correct meal announcement protocol and startup procedures.